Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877702802 2995207 bioloxâ® option, head, m, ã¸ 28/0, taper 12/14 ep-200146 511660 act artic e1 hip brg 28x40mm. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 15 months post implantation due to fracturing distally of the stem after the patient experienced a fall. During the revision, excessive scuffing was found on the duel mobility bearing. Attempts have been made and additional information on the reported event is unavailable at this time.